Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a foreign brown material in cement when the surgeon mixed the cement for tibial component in tka. For the femoral component another cement was mixed carefully but again another foreign brown material was found in cement. The surgeon mentioned that the material was not the glass of the ampoule. The surgeon continued the operation after the scooped up the matter. The procedure was completed without any problems."